Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13812. Related manufacturer reference number: 1627487-2021-13813. Related manufacturer reference number: 1627487-2021-13815. It was reported that patient suffered infection at both incisions. Patient was treated with oral and IV antibiotics. As a result, the entire system was explanted. Patient is taking wound care treatment postop.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.